Event description:
It was reported the device gave false "over temperature" alarm. The issue was identified during testing. No patient involvement reported.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the report issue was found to be faulty main printed circuit board (pcb). The technician replaced main pcb.

Event description:
Additional information received on 30-dec-2021 via email. Date of event updated, and there was no patient involvement.